Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having an issue with their implanted device. A follow-up investigation with the clinic revealed that the patient has not been seen or checked by the staff since prior to the complaint. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.